Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to retrieve the device history records for review and search the complaint database were not provided. The investigation could not draw any conclusions about the reported patient pain based on the information provided. The initial reporting stated polyethylene wear was minimal. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of pain. Revision surgery found minimal poly wear.